Event description:
Boston scientific crm received information that this atrial lead fractured, thus exhibiting impedance measurements greater than 2500 ohms. As a result the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the lead has not been returned. Should this lead get returned, it would be analyzed.